Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the customer about to cautery the branch but suddenly the vasoview hemopro 2 cutting tool was not working. The customer did the saline test, there is no intermittent tone and no smoke was observed. It did not passed the pre-cautery test. The beeping sound was not heard when the toggle was pulled back to activate the device. Power setting at 3. They completed the procedure with the new one. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4) event site name event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.